Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported the pump did not deliver insulin as intended. Customer¿s blood glucose was 345 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Duplication testing was performed and no failure was identified related to the reported insulin delivery issue.